Event description:
It was reported the device experienced a power on reset. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and there was a power on reset with a critical ram parity error logged on (B)(6) 2011 in address "(B)(4)". Por severity was low as device was able to fully recover after reset.